Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. Struts 1-12 from the proximal end of the stent were damaged and misaligned. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged distal section was measured which is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of hardened contrast medium in the balloon. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion profile identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.